Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting out of range pacing impedance measurements greater than 2500 ohms on the atrial channel. A revision procedure was performed to replace the competitive atrial lead and two signal artifact monitor (sam) episodes were generated on the day of the procedure. Therefore, minute ventilation (mv) had been disabled. No adverse patient effects were reported.